Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip (50130a1060) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip and steerable guide catheter (sgc) were removed and replaced. An xtw clip (50130a1075) was inserted and grasping was performed. However, the leaflets were unable to be grasped. The physician decide to remove the clip. Upon retracting the clip, it was noted the clip was slightly opened and was unable to fully close, resulting in the clip being stuck at the tip of the sgc. Both devices were removed simultaneously. During removal, the clip had detached from the delivery system and was surgically removed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (cds/sgc), premature activation, positioning failure (leaflet grasping - clip not implanted), or difficult to open or close (clip close - inability). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (enlarged atrium, parallelism with aorta). A cause for the reported inability to close the clip cannot be conclusively determined. The reported difficult removal of the cds through the sgc and premature activation are cascading events of the inability to close the clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.